Event description:
A (B)(6) old male patient called zoll customer support to report that he was receiving check belt messages while the electrode belt was attached to the monitor. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon investigation the trunk cable connector was broken. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The patient received a replacement electrode belt.